Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly on the insulin pump. Customer's blood glucose level was 268 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high for no reason and that was when they realized air bubbles inside the reservoir. Customer advised the air bubbles were bigger than champagne bubbles. Customer advised they receive air bubbles every month. Customer was advised that a replacement reservoir will be sent out and they agreed to return the reservoir for further analysis.